Event description:
It was noticed that even though IV pump was turned to the off position and clamp on tubing was closed, approx 100-150cc of heparin (25,000 units in 250cc) had infused into pt's IV for one hr. Because pt had a cardiac catheterization procedure, experienced some oozing of blood from site at groin. Protamine given.